Event description:
It was reported by the patient that their heart has been feeling fast lately and was wondering if a recent water massage at the gym interfered with their implantable pulse generator (ipg). The device remains in use. No further patient complications have been reported as a result of this event.